Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. Initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure that was targeting a bronchial artery aneurysm, the 2mm x 8cm galaxy g3 xsft helical coil (glx120208 / l16580) was being resheathed as the concomitant microcatheter (unknown brand) kicked back. It was reported that the slit of the sheath was opened and the resheathing tool was slid to the proximal. The complaint coil could not be resheathed. The complaint coil was replaced with the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l16118). A resheathing attempt was made with this coil as the concomitant microcatheter kicked back, however, it was reported that the slit of the sheath was opened and could not be closed. This was then replaced with another coil, a 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l16048). At the end of the procedure, another attempt was made to resheath this coil even though the resheathing tool was retracted, it could not be resheathed. Another coil was used as replacement and the procedure resumed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 2mm x 8cm galaxy g3 xsft helical coil was received contained inside a pouch. Visual inspection was performed on the device. The device positioning unit (dpu) was observed kinked. The introducer was partially zipped but in good condition. The marker band was found at 43 cm from the hub; this is within specification. A microscopic inspection was performed, and the embolic coil was observed kinked. A review of manufacturing documentation associated with this lot (l16580) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint documented that there was resheathing difficulty. This issue was not confirmed through functional analysis even though the introducer was noted in good condition, the dpu was kinked. The condition of the dpu precluded the device from undergoing functional evaluation for the reported issue related to the resheathing of the device. The issue related to the slit of the introducer sheath was opened was confirmed. This maybe be caused by the kinked condition observed on the dpu. The issue related to the concomitant microcatheter kick back / positioning difficulty could not be confirmed through functional evaluation as it is depended on the patient anatomy and procedural handling; the product analysis lab cannot replicate a test environment for this issue. During microscopic inspection, the embolic coil was observed to be kinked; the kinked condition may have contributed to this issue. Coil kinking is a known potential issue associated with the use of the device. The instruction for use provides proper handling instructions for the device to prevent issues such as kink from occurring. The coil kinked condition was not originally reported with the complaint. The exact cause of the observed kinked condition could not be conclusively determined; however, it may have been the result of inadvertent force that may have been applied during the attempt to resheath the coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 2mm x 8cm galaxy g3 xsft helical coil left the manufacturing facility with the embolic coil in a kinked condition as observed on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00062, and 3008114965-2020-00063. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure that was targeting a bronchial artery aneurysm, the 2mm x 8cm galaxy g3 xsft helical coil (glx120208 / l16580) was being resheathed as the concomitant microcatheter (unknown brand) kicked back. It was reported that the slit of the sheath was opened and the resheathing tool was slid to the proximal. The complaint coil could not be resheathed. The complaint coil was replaced with the 2.00mm x 6.00cm galaxy g3 mini coil (glm920060 / l16118). A resheathing attempt was made with this coil as the concomitant microcatheter kicked back, however, it was reported that the slit of the sheath was opened and could not be closed. This was then replaced with another coil, a 1.50mm x 4.00cm galaxy g3 mini coil (glm915040 / l16048). At the end of the procedure, another attempt was made to resheath this coil even though the resheathing tool was retracted, it could not be resheathed. Another coil was used as replacement and the procedure resumed. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed in kinked condition. Based on the product analysis 3/12/2020, this event has been deemed MDR reportable as a ¿malfunction.¿